Event description:
Boston scientific crm received information that this patient was found unconscious in their home. There were over 600 pacemaker mediated tachycardia episodes identified upon device interrogation.

Manufacturer narrative:
The local area representative was contacted for additional information however as of today, no additional information is available.